Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that one week ago the patient was having "strange irregular feelings" in her chest. Today the patient presented to the emergency department and an x-ray confirms atrial lead dislodgement. The device was reprogrammed and the lead was turned off. The lead remains in use and lead revision/repositioning is planned. No patient complications have been reported as a result of this event.